Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 14 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.